Event description:
It was reported that during a cholecystectomy procedure, the clips fell out of the device. Another like device was used. There was no patient consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.